Event description:
It was reported that the patient¿s blood glucose level increased to greater than 13.9 mmol/l (>250 mg/dl) while the patient was wearing the pod for an unknown duration. The patient reported uncertainty regarding proper seating of the cannula in the infusion site and also reported uncertainty regarding insulin delivery from the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.